Event description:
It was reported that the compressor shut off during patient treatment. There was no patient harm. Manufacturer ref.#: (B)(4).

Event description:
Manufacturer ref.#: (B)(4).

Manufacturer narrative:
It was reported that the compressor shut off (switch to standby state) during patient treatment. Our field service engineer found onsite that the compressor was continuously shutting off. He replaced the standby valve and performed successful functional tests before the compressor unit was returned to service. The exchanged standby valve was returned for investigation. The returned standby valve was installed in a reference compressor. During simulated use test ventilation the standby behavior was confirmed, the compressor was cycling in and out of stand by mode. The conclusion in this matter is that the returned standby valve was defective, but the cause of the faulty behavior has not been determined